Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The delivery system will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that the mitraclip procedure was to treat degenerative mitral regurgitation with an mr grade of 4+. The mitraclip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped; however, the final arm angle (faa) test failed, the clip opened. The clip was reclosed, and faa was repeated, and was successful, the clip was deployed. Mr was reduced to 2+. A second clip was implanted to further reduce mr to 1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.